Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: five (5) photos were provided by the customer for investigation. All five (5) photos show a red substance in the needle hub. The five (5) photos provided by the customer show a red substance in the needle; however, based on the photos provided the red substance cannot be positively identified. The customer reported that the substance was blood and blood was found on the paperwork of one (1) of the assembly batches used in the production of this packaged batch. Therefore, it is possible that an associate got cut and was bleeding during the production of one (1) of the assembly batches. As there was no quality notification found in the production paperwork the associated did not report the cut resulting in no containment actions being taken. As a means of raising awareness bd will issue a quality alert to be shared with the associates involved in the production of this product. This alert will be shared at shift startup meetings and then posted for one (1) week for review by the production associates. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record (DHR) review was performed on the batch associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued; however, during the review of one (1) of the assembly batches used in the production of the final packaged batch a red substance was noted on some of the batch paperwork. As the customer reported blood this red substance was tested and was found to be blood. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of foreign matter (fm) for lot #8250585 item #305107. Root cause description: the five (5) photos provided by the customer show a red substance in the needle; however, based on the photos provided the red substance cannot be positively identified. The customer reported that the substance was blood and blood was found on the paperwork of one (1) of the assembly batches used in the production of this packaged batch. Therefore, it is possible that an associate got cut and was bleeding during the production of one (1) of the assembly batches. As there was no quality notification found in the production paperwork the associated did not report the cut resulting in no containment actions being taken. Rationale: bd acknowledges that based on the photos provided by the customer that there is red foreign matter (fm) in the needle hub assembly. As the customer reported one (1) needle hub assembly with red foreign matter present the acceptable quality level (aql) of ¿foreign matter (fluid path): particles > 1/64in = 0.65%¿ for the batch would not be exceeded. However, as the customer reported it to be blood and blood was found on the paperwork of one (1) of the assembly batches used in the production of the final assembly batch as a means of raising awareness bd will issue a quality alert to be shared with the associates involved in the production of this product. This alert will be shared at shift startup meetings and then posted for one (1) week for review by the production associates.

Event description:
It was reported that when shipper box was opened, a needle was already filled with blood with a bd needle 30ga 1/2in. The following information was provided by the initial reporter: the client states that "when we opened it we were surprised that one of them is full of blood inside, and has not been used. ", clarifying that we from our warehouses send original boxes in the orders for this it is not possible to show this novelty in the product.